Manufacturer narrative:
D.1 brand name and d.4 model number were revised as they were entered incorrectly on the initial manufacturer device report number 1220648-2024-13916. H.10 additional manufacturer narrative instructions for use (ifus) were reported for the wrong device on the initial manufacturer device report number 1220648-2024-13916. No ifus are needed to be reported for this report in accordance with updated procedures.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was reported that the patient was having bleeding from the incision site. A drain was placed during surgery. The patient was highly anticoagulated so the decision was made to run bicarbonate in the purge as part of the process to reverse. The patient was running on p-5. It noted that the patient was improving. Urine was clear yellow, there was no blood present. Lactate was down and the patient was extubated and communicating with the nurse. The patient was placed back on heparin in the purge as bleeding had resolved. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." This report is being filed as part of a retrospective review of historical records.